Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the procedure the device was leaking from the value and the side seam of the trocar. The device was leaking whether there were instruments inserted in the trocar or not. On one of the devices the surgery tech had to keep her finger on the trocar to keep pneumo from leaking. The devices were used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues.